Event description:
Product problem, returned, cust report. Customer reported a failed battery test alarm. The blood glucose reading was 76 mg/dl. She was advised to clear the alarm. She stated that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. She was advised to clean the battery cap contacts and to insert a new battery and received another failed battery alarm. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Unable to verify failed battery test due to blank display. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.